Event description:
Guidant received information that this patient's pacemaker was programmed to aai mode and a tachy episode had been stored. The patient felt symptomatic since she experiences brady/tachy arrythmias and her rate had fluctuated from 60 bpm to 90 bpm in a short amount of time. P-waves were measured at 1.4mv and the device sensitivity is programmed to .75. The caller will be faxing in the data for technical services to review as oversensing is suspected.